Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast surgery with 500cc mentor memorygel breast implants on both sides on (B)(6) 2008 and experienced unknown side ruptured implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The ruptured implant is either catalog number 3505001bc; serial number (B)(4) on the right side or catalog number 3505001bc; serial number (B)(4) implanted on the left side. Hence, right side (B)(4) is stated as the impacted one by default until proper clarification is received, at which time a supplement report will be submitted.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).